Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies.

Event description:
It was reported that during intraoperative testing the impedances were showing as >10,000 ohms. The system was connected to a multi-lead trialing cable and the impedances were within normal limits. The impedances had tested fine at between 900 and 1,065 ohms on the previous stimulator. The electrode configuration was checked and the impedance test was run at 1.5v. This resulted in normal impedances. The implantable neurostimulator (ins) was tested at 0.7v and this resulted in abnormal impedances. The ins was tested again at 1.5v and this resulted in abnormal impedances. A second ins was used. The extension was removed from the first ins and inserted into the second ins. This resulted in good impedances at 1.5v. After the replacement it was noted that the patient was doing great and receiving effective therapy at the same outputs. There was no patient harm reported.

Manufacturer narrative:
Concomitant medical products: product ID 37713, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3998, lot# j0564218v, implanted: (B)(6) 2006, product type: lead; product ID 3550-29, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.